Event description:
It was reported that perforation and guidewire detachment occurred resulting in surgery. A rotapro 1.25mm and rotawire 330cm were selected to treat an 85% stenosed, moderately tortuous and moderately calcified lesion in the right coronary artery. Rotational set speed was 160 rpm with maximum observed speed of 159 rpm. A vessel perforation was observed. The rotapro 1.25mm and rotawire 330cm were removed. The rotawire 330cm broke and detached distally within the patient. A stent was placed to cover the perforation. The patient was sent to surgery. The distal tip of the rotawire 330cm was still in the vessel at the time the patient went to surgery. Patient was still in the critical care unit at the time of reporting.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of the rotawire ic and the burr catheter of the rotapro device used in the procedure. The proximal section, middle section, and distal section were visually and microscopically examined. Inspection of the rotawire found that the spring tip had detached and was not returned for analysis. Functional testing was performed using the wire. During testing, the returned wire was not able to be inserted through the damaged annulus. The damage to the annulus was found to be consistent with continuous interaction between the rotawire and the rotating burr. Product analysis confirmed the reported spring tip separation, as spring tip was detached and not returned for analysis. The reported perforation and additional surgical intervention were not able to be confirmed as clinical circumstances were unable to be replicated.

Event description:
It was reported that perforation and guidewire detachment occurred resulting in surgery. A rotapro 1.25mm and rotawire 330cm were selected to treat an 85% stenosed, moderately tortuous and moderately calcified lesion in the right coronary artery. Rotational set speed was 160 rpm with maximum observed speed of 159 rpm. A vessel perforation was observed. The rotapro 1.25mm and rotawire 330cm were removed. The rotawire 330cm broke and detached distally within the patient. A stent was placed to cover the perforation. The patient was sent to surgery. The distal tip of the rotawire 330cm was still in the vessel at the time the patient went to surgery. Patient was still in the critical care unit at the time of reporting.